Event description:
It was reported that the patient dropped the ilet, the device struck the ground, and the infusion set was inadvertently pulled out, after which the patient placed a new infusion set and reconnected; blood glucose rose to 440 mg/dl for approximately 5 hours, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included transient blood glucose excursion without hospitalization or other reported medical intervention. Investigation included a review of device history and user account information, assessment of complaint details, and troubleshooting with user education. Investigation of this case revealed insufficient evidence to identify a device malfunction and suggested the hyperglycemia was consistent with insulin delivery interruption due to a dislodged infusion set. It was concluded that the event was user-related with cause unclear and not attributable to a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.